Event description:
During an x-ray exam, it was reported that the operator's feet became entangled in the detector cord, and she tripped and fell to the floor, where upon she fractured her hip. The hip fracture required hip replacement surgery.

Manufacturer narrative:
The detector was being used for a stretcher exposure. The detector cable comes out of the power box at the base of the multix table, across the floor to the stretcher which is 3-5 feet away from the table and is parallel to it. This incident occurred in an ER setting. The cable was unavailable for investigation.